Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog number and lot number both unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast reconstruction procedure with unspecified mentor saline breast prostheses in (B)(6) 2004. Patient reported illnesses that began shortly after implantation. The patient reported allergies, brain fog, hair loss, full body pain, headaches, allergic reactions in eyes and head, rashes in between the chest cavity, pain around chest, and breasts doubling in size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
It was originally reported that the patient underwent a primary breast reconstruction procedure. New information states that the patient underwent a primary breast augmentation procedure. After further evaluation of this event by mentor, it was determined that the autoimmune reaction patient code does not apply to this event as was reported in the initial report. Manufacturer¿s reference number: (B)(4).